Manufacturer narrative:
It was reported that revision surgery was performed as the patient developed an infection. The affected legion ps high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed, the patient developed an infection. A revision surgery was performed to explant the legion ps high flex xlpe size 3-4 10mm insert. The patient outcome is unknown.